Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient's spouse that the patient was experiencing weakness, symptoms of congestive heart failure and low blood pressure. The caller had concerns that the reported symptoms were related to the function of the implantable pulse generator (ipg). Attempts for additional information were made but were unsuccessful. According to manufacturer records, the ipg remains in use. No further patient complications have been reported as a result of this event.